Manufacturer narrative:
Video has been received for analysis and is pending review. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a stereotactic frame deep brain stimulation (dbs) case. It was report that intra-operatively, while navigating, the site had lined up in guidance view and locked down the stereotactic frame. The site then went back to the orthogonal views and their entry point was not where the probe was. They reset the entry but now going back into guidance, they were no longer lined up. The site then re-aligned the stereotactic frame and were able to proceed. The procedure was completed using the navigation system. There was no reported impact to patient outcome or surgical delay.

Manufacturer narrative:
A software analysis was conducted and it was determined that the event was a known anomaly. If information is provided in the future, a supplemental report will be issued.